Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A company representative reported via phone call that the insulin pump did not seem to be delivering the correct amount of insulin, resulting in hyperglycemia. Blood glucose level at the time of the incident was not provided. The issue was not resolved during the call. The caller was resolved that the insulin pump would be replaced and agreed to return the device for analysis.